Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this chronic right atrial lead was capped and surgically abandoned secondary to a normal device changeout due to high out-of-range impedance measurements. Another ra lead was implanted. There were no adverse patient effects.